Event description:
A report was received that alleges the listed tracheostomy tube was found leaking at the cuff after an unk amount of time in use. No incident related medical sequela was reported.

Manufacturer narrative:
The suspect device was returned for evaluation. Through visual and functional inspection, a small tear was found in the cuff material. The cut is consistent with damage caused by a sharp object coming into contact with the cuff while in use. Manufacturing performs 100% leak test prior to product release. Had the cut been present at that time, it would have been identified and the product scrapped. No evidence was found to suggest the event was caused by an intrinsic device problem.